Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were less responsive or harder to press. The customer¿s blood glucose level was unknown. The insulin pump had cracks in insulin pump casing at battery cap area, battery life was diminished and rejected new battery. The insulin pump alarmed random no delivery. The customer also reported issue with transmitter that they got skewed readings and green light takes longer to come on. The customer stated they did not wish to conduct any troubleshoot. The insulin pump will not be returned for analysis.